Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 2017865-2022-48601, 2017865-2022-48604, 2017865-2022-48607. It was reported that the patient presented in clinic with an infection identified by discharge at the implant site. The implantable cardioverter defibrillator system was explanted and replaced. The patient was stable.

Manufacturer narrative:
The lead was returned post explant with no malfunction reported. Examination of the lead found no anomalies.